Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the acoustic lens and probe was due to wear and damage caused by increased time of use. The event can be detected/prevented by following the instructions for use which state: ¿warnings and cautions. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a gap of adhesive on the distal end and stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe. The elevator channel plug was loose. The body had a crack. The connection of the scope cable connection was abnormally heavy due to a deformation of the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a loose contact plug. The issue was found during preparation for use. Inspection and testing of the returned device found a gap of adhesive on the distal end and stain entered inside the lens through the gap. There was a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.